Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. The device will be returned to the customer for use.

Manufacturer narrative:
(B)(4) the device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had failed its self-tests and user tests. During device evaluation, a third-party service agent observed that the device had its service led illuminated after power on and had logged an event code into its memory. In addition, he observed that the device would not charge defibrillation energy. There was no patient use associated the reported event.